Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, a black piece at the top of the shaft where the shaft joins the handle broke off during use. No component fell into patient's cavity. The broken device was removed from the operating table and replaced with similar device to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the hub was broken. The broken off pieces were not returned with the product. The reported condition was confirmed. The investigation found the hub was broken. This is indicative of the shaft being flexed too far. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, do not bend the instrument shaft. If information is provided in the future, a supplemental report will be issued.